Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 to 500 mg/dl at the time of the incident. The customer was not assisted troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as thirsty and not feeling well. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer had received infusion flow block alarm. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.